Event description:
It was reported that during an unknown procedure, the hand piece overheated to the point that it melted the blade in the handpiece. It was also noted to be 'smoking'. No patient injury or complications were noted.